Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. No button error alarm noted. Device had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times during bolus and button error for three weeks. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer stated that the insulin pump did not rewind all the way and she had to push the piston. Blood glucose value was 196 mg/dl during the button error and 287 mg/dl during the motor error. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.